Event description:
Reporter called with complaint that the babyation breast pump does not work. When using the device to express milk, the pump consistently clogs up in the flange and subsequently overfills/overflows which in turn spills out the milk. The milk is unable to be stored. Reporter states that the company will not reimburse her for the defective device. Reporter has spoken to other new mothers, as well as researched blogs, and said the same thing is happening to them as well with the babyation breast pump.